Event description:
Customer reported receiving calibration errors and an inappropriate threshold suspend. He stated that the sensor glucose reading was 51 mg/dl when the blood glucose reading was 114 mg/dl. Customer was following proper calibration protocol.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.